Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 1200 mg/dl. Reportedly, the customer consumed carbs based on the low cgm reading. Reportedly, the customer was hospitalized for elevated bg and was removed from the pump. Customer resumed pump therapy on an unspecified date. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the reported issue, but no response was received.